Manufacturer narrative:
(B)(4). The complaint device has not been rec'd by the manufacturer so a device evaluation has not been performed yet. The reported complaint of burnt spot and damaged power supply harness is confirmed based on pictorials provided from the reporter. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the evaluation system failed when it was powered up at a customer site and smoke was noted. The system's back panel was removed for visual inspection and a burnt spot was noticed on the system's passive backplane board. Also, the power supply harness exhibited damage. The system was removed from service. No injuries were reported.